Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and failed battery test from the insulin pump. The customer's blood glucose reading was 413 mg/dl. The customer treated with the pump and syringe. The customer stated that she had symptoms such as thirstiness. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer also stated that there was a failed battery test. The customer stated that the batteries used were (B)(6) aaa alkaline batteries. The customer stated that she did not receive frequent failed battery alarms. The customer was advised to monitor the pump.